Event description:
It was reported that the patient had interstim put in yesterday. The patient was trying to make an attempt in using the patient programmer and wanted to get the screen to come on and wanted to know how to use the patient programmer. Patient services assisted the patient on the call and the patient was able to successfully connect to ins and make adjustments. The patient noted never having therapeutic effect. The therapy had not helped with controlling symptoms yet. The patient used the patient programmer and confirmed therapy was on and she was in program 1 at 1.5 v. The patient increased stim to 1.8 v and stated she felt stim. It was later reported that the patient was having stabbing pain at incision site. The patient first noticed stabbing pain 3 days after surgery. The patient took pain pills at night which helped however during the day can only take tylenol which doesn't help. The patient saw nurse at hcp (healthcare provider) office yesterday and was given antibiotics for possible infection however said they were making her sick. The nurse did not look at incisions or check ins for programming. The patient has a call into the nurse and her first appointment with hcp is scheduled for (B)(6). The following education issue was observed by patient services agent: patient lacked basic understanding of: the therapy. The patient was currently at 3.2 v and she increased this yesterday. The patient noted she was diabetic so it takes her body longer to heal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0lurm, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received from the patient reported, the patient had experienced a loss or change of therapy. The device had never been effective and it didn't work at all. The patient didn't have a trial. They were told from their urologist that their device was not effective because of the patient's diabetes. They had a botox procedure in (B)(6) 2014 which was also not effective. They had been taking generic detrol for 7 months and it was not helping either.